Event description:
Same case as MDR ID #2134265-2011-04170. It was reported that during a percutaneous coronary intervention procedure, a stent moved on the balloon. Vascular access was obtained via the right femoral. The highly stenosed de novo target lesion was located in the moderately to severely tortuous and severely calcified subclavian artery. A 8.0x30x135cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. Another 8.0x40x135 cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed damage of kinked and flattened shaft between 600mm and 675mm distal to the strain relief of the device. The stent was crimped on the balloon in the correct location. There was no visible evidence that the stent had moved on the balloon. There was no damage noted to the stent or the balloon. The profile of the stent was measured using a calibrated snap gauge. All measurements were within specification. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. This root cause is assigned as highly calcified lesion is contraindicated in the dfu and the lesion being treated was severely calcified. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID #2134265-2011-04170. It was reported that during a percutaneous coronary intervention procedure a stent moved on the balloon. Vascular access was obtained via the right femoral. The highly stenosed de novo target lesion was located in the moderately to severely tortuous and severely calcified subclavian artery. A 8.0x30x135cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. Another 8.0x40x135 cm express ld stent delivery system was advanced and encountered resistance. The sds was unable to cross the target lesion. The sds was removed intact; however, it was noted that the stent "slipped" slightly on the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.